Event description:
On (B)(6) 2015, synergeyes received report of a complaint wherein the reason for return was stated as "laceration" further investigation determined that the reason for return was in fact "ulcer". On february 03, 2015, synergeyes received the corresponding lens and accompanying complaint report from the ecp. Paperwork indicated that "ulcer" was the reason for return, this was verified with ecp. The report also stated: on (B)(6) 2015, "patient noticed irritation in the left eye, took lens out, felt some relief, tried to wear lens again with lots of pain." It was indicated that the patient had no pre-existing or recurring conditions that may have preceded the ulcer. Treatment was stated as being therapeutic with prescriptions of "vigamox sig: 1 drop os every 2 hours while awake and cycloplegic [dilation] drops [administered one time only ] in office." On (B)(6) 2014, (B)(6) with my eye dr was contacted and the reason for return was confirmed as being ulcer, not laceration. On (B)(6) 2015, synergeyes contacted (B)(6) and the following information was obtained: re-affirmed that patient does not have any pre-existing or recurring conditions. Event occurred approximately 1 month after dispensation. Event resolved as of (B)(6) 2015. Patient is doing well with replacement lens.

Manufacturer narrative:
During the investigation, the following information was obtained: based curve was measure by radius scope and power was measured by lensometer. Both bc and power were found to be within specifications. During surface inspection, the lens was able to wet properly and no known defects were detected. No correlation was found between the alleged injury and the device history report.